Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that it would not prime, but he got it to work again after messing with it. Customer thinks that he ran out of insulin and was going to change his set when the alarm occurred. Customer's blood glucose level was 250 mg/dl. Customer noticed that the drive support cap was sticking out. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to slightly loose drive support disk. The insulin pump passed displacement test. The insulin pump has minor scratches on lcd window and cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.